Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus and multiple pockets were failed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 cubie a5 was not detected on the bus. A field service engineer (fse) powered off the station and inspected the back of the drawer, ensuring that all cables and connections were secure. The fse then restarted the station and confirmed that all tests passed with no further issues. The customer successfully recovered the drawer, and all functions were verified to be working properly. The system functioned as intended after the field service engineer repaired the device.